Event description:
Loss of osseointegration, trauma/accident, pain, inflammation. Patient states he was eating and heard a crack. He presents with pain, implant eval done. Implanted was very loose and dentist removed it by hand.